Event description:
Device 2 of 2. Reference MFR report: 1627487_2012_1017. It was reported that the pt's scs system was not functioning properly and the pt wanted her scs system explanted. The pt had relocated after implant and sought treatment from a physician other than the implanting physician. Her entire scs system was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.